Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 02-010-04-0230 - logic cr femoral por, left, sz 3 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 02-012-47-3009 - logic cr tib insert std, sz 3, 9mm 200-02-38 - three peg patella 38mm should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a male patient, who had left tka, underwent a revision procedure approximately 7 years 10 months post the initial procedure. Reason for the revision is unknown. The patella and liner were replaced. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were not able to be obtained. The explanted devices are not available for return. They were discarded by the hospital. No device images were provided. No further information.